Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were seen by their dentist and provided a letter of recommendation. Their dentist recommends that the patient stop aligner treatment immediately. Patient was evaluated following complaints of severe discomfort associated with the aligner use. The patient had recently undergone extraction of an upper wisdom tooth, which has exacerbated the pain caused by the aligners. Clinical findings also suggest a progression toward an overbite, this condition was not present prior to aligner treatment. Continuing with the aligners in their current capacity could potentially worsen the patient's condition. The dentist will develop and implement a treatment plan aimed at reversing the overbite and addressing the patient's orthodontic needs.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.